Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that one of the jaws on the fenestrated bipolar forceps instrument was not opening or closing correctly. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported failure mode. The instrument was placed on in-house da vinci robot system and driven with no problem. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal. The scratches were approximately 0.145 x 0.163 in length and were not aligned with the tube axis. Failure analysis concluded that damage was likely due to mishandling. Additional observation not reported by site was broken housing. One rear snap tab and two location pins were broken off. The retaining tab also exhibited a feature broken. One side of the housing could be lifted up as a result of the damage. Failure analysis concluded that damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the main tube damage found during failure analysis if to reoccur could cause or contribute to an adverse event.